Event description:
It was reported that the subject device had bad lighting, it looked like a lot of the fibers were broken. The issue occured during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d4, d9, g1, h2, h3, h4, h6, h11 corrected fields: g4 the device was returned to olympus for inspection and the reported failure fiber breakage was confirmed and bad lighting was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent on the objective frame and loose light guide adapter. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.